Event description:
Complainant alleged that the autopulse® lifeband would release easily from the autopulse platform. Customer did not report any patient involvement. No additional details were provided.

Manufacturer narrative:
Product in complaint was initially received by zoll (B)(4). Zoll (B)(4) observed that the die casting of the platform was wider than normal. Product in complaint will be returned to zoll (B)(4) for further investigation. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Autopulse platform s/n (B)(4) was returned to zoll for evaluation. Visual inspection of the returned platform was performed and found the front cover to be cracked. Functional testing of the platform was performed with no issues. A review of the platform archives was performed and found no anomalies. The die cast channel was replaced, remedying the customer reported complaint that the lifeband will not stay in place. The system underwent and meets all test criteria. In conclusion, the customer reported complaint of the lifeband being easy to release from the platform was confirmed through evaluation of the returned platform. The die cast channel was replaced, after which the platform functioned as intended.